Event description:
The plaintiff alleges that they have been diagnosed as suffering from type-I latex allergy and allegedly has suffered severe and irreversible latex allergy. Pt alleges that they are restricted in entering any environment where they are exposed to latex proteins, entering such environments puts pt at serious risk for anaphylactic reaction. Pt further alleges that they must live their life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. Furthermore pt alleges that they are restricted in their life as to where they can go, and what they can do with their life, with their careerr, and wit their family. Pt alleges that they find it difficult to seek medical and dental care, and entering a non-latex safe environment in a hospital, for any purpose, is a health hazard to pt. Pt further alleges that they have suffered and will continue to suffer in the future, emotional distress, and an inability to engage in their normal activities. Furthermore they allege that they have suffered physical injuries, including but not limited to urticaria, hand dermatitis, hives, allergic rhinitis, itchy and watery eyes, chest congestion, and dyspnea (wheezing and asthma), and other physicall injuries, as well as despair, and loss of enjoyment of life, and all of which are of a permanent and continuing and life threatening nature, and other damages. Pt alleges to have suffered great loss and depreciation of their earnings and earning capacity and will continue to suffer same for an indefinite time in the future. Finally the plaintiff's spouse and children allege that they have been deprived of the consortium, care, support, and services of their spouse.